Event description:
Customer reported that none of her buttons were responding and that she received a button error alarm. Customer's blood glucose was 87 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference MFR report number: 2032227-2014-25778.